Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found when the controller is first powered on with no wand attached, the display digit ¿0¿ appears on both front panel displays as a default setting. If a wand is attached at or after power-up, the unit will adjust the outputs to nominal settings. These settings will usually provide the best effect in most situations. The appropriate voltage setting will depend on the design of wand used, tissue type, and desired tissue effect. Other than fuse replacement, the controller has no user-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and, due to the integrated calibration methods, no annual maintenance check is required. There is no software incorporated in the coblator¿ ii (rf8000e) system controller. If any component malfunctions, call customer service for a return authorization. A service manual is available upon request. Smith & nephew reusable flow control valve equipment is subject to various factors that can affect functional life which include frequency of use, method and duration of use, as well as post-operative methods and handling. Proper maintenance of your equipment is essential to achieve optimal performance over time. Symptoms of lifetime failures include but are not limited to the following: connection problems with ancillary equipment , nicked, cut, or frayed cord, connected indicator light does not illuminate, missing/damaged operation controls, wear. Smith & nephew recommends returning the device for service if any of the above symptoms cannot be resolved or as needed to maintain optimal performance. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when the doctor was performing a surgery, he went to adjust the settings on the fa coblator ii controller, the machine it would not work properly. They also tried to change the settings with the foot pedal but they encountered the same problem, then they tried a second device with the same outcome. The procedure was completed with a suction bovie. It is unknown if a delay occurred in the procedure. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.